Manufacturer narrative:
G1: manufacturing site updated. The reported event could only partially be confirmed, since the device was returned, but no other evidence was provided. The visual inspection of the returned devices shows that: the devices were returned and generally don't present any major deformations. The baseplate has slight deformations on the screw holes and scratches at the flat part of the device. The glenosphere also has scratches on the surface that rubs against the poly. The scratches are not big enough to cause the device to loose its functionality. The poly piece does not show any notable deformations. Finally the stem presents important signs of remaining bone, which proves that the implant was well integrated in the bone. The screws don't show any deformation or signs of wear. More detailed information about the complaint event (such as the x-rays and the reason for the revision) must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The used device was returned to stryker with no explanation about why the patient was revised.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The used device was returned to stryker with no explanation about why the patient was revised.